Event description:
During a follow up call on (B)(6) 2011 regarding the patient's hospital visit, the facility nurse stated the patient was seen at the emergency room on (B)(6) 2011 and was diagnosed with peritonitis. The rn stated the peritonitis was related to touch contamination. Unknown antibiotics were administered. The hp has continued to perform therapy successfully. The rn stated the hp has had no further injuries or medical intervention. It is unknown if the patient was hospitalized. It is unknown if the patient was retrained regarding aseptic technique. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (11b10h25 and 11d19h25) with no defects noted. This complaint for use error-breach in aseptic technique is confirmed because the nurse reported that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. The assignable cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). As the patients are instructed to discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted.